Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, surgical and medical intervention. It was reported that this was a degenerative mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted dilated annulus, barlow calcified and restricted leaflets. On (B)(6) 2020, two clips (91226u115, 00107u153) were successfully implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. However, two days later the echocardiogram showed one clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda). The physician was not informed about the slda, and the patient was sent to rehabilitation. Then on (B)(6) 2020, the patient returned with lung edema. The patient was placed on ECMO and remained hospitalized to undergo mitral valve replacement surgery for additional treatment. The patient is stable and was discharged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. Based on the information provided the reported single leaflet device attachment (slda) is the result of patient anatomy (barlow¿s disease). A definitive cause for the reported pulmonary edema cannot be determined. The reported patient effects of pulmonary edema , as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.